Manufacturer narrative:
Product analysis: no product has been returned. Conclusion: multiple attempts to request additional information and product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that five months post implant of this bioprosthetic valve, it was explanted and replaced for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.